Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
During a routine follow up, it was reported to nevro that the patient acquired an infection. The patient was admitted to the hospital and was provided IV antibiotics. The device was explanted and the patient is currently recovering in a nursing home. There were no reports of further complications.